Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device was evaluated in the emergency room, after receiving shock therapy. Upon review, it was determined that the device delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shock therapy. It was further noted that post shock therapy there were some potential changes to the patient underlying ventricular arrhythmia. The patient's spontaneous rhythm appeared to be atrial driven. Therapy did not convert the patient's rhythm and therapy was exhausted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.